Event description:
The patient reportedly experienced intermittencies between her external equipment and the implant. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Testing performed showed that the device was not functioning. Surgery to explant the patient's device will be scheduled.